Event description:
It was reported that the patient presented for an upgrade as the implantable cardioverter defibrillator (ICD) had reached the normal elective replacement indicator. It was also reported that the patient's device pocket was uncomfortable and the device was floating freely without anchoring. The patient was not device dependent. The ICD was explanted and replaced successfully. There were no complications.

Manufacturer narrative:
The reported event of migration was not confirmed. The device battery voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted.